Manufacturer narrative:
The customer did not send in the expected standalone smartsite model 2000e lot 20045797. The customer did not send in the event smartsites that would not flush. A device history record for model 2000e with lot number 20045797, was performed. The search showed that a total of (B)(4), units in 1 lot number were built on 11apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report that the product would not flush was not confirmed.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: we had a nurse open two different ones today that would not flush. There are now two lot numbers involved 1. (10) 20035833 (this incident reported under 9616066-2020-02193). 2. (10) 20045797. Per customer email response: were there any adverse event(s) as a result of the reported defect? If yes, please provide details. There were no adverse events as a result of the defect. Was the tubing set attached to a patient at the time of the reported failure or did it occur during preparation/priming? It occurred during priming.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: we had a nurse open two different ones today that would not flush. There are now two lot numbers involved (10) 20035833 (this incident reported under 9616066-2020-02193), (10) 20045797. Per customer email response: were there any adverse event(s) as a result of the reported defect? If yes, please provide details. There were no adverse events as a result of the defect. Was the tubing set attached to a patient at the time of the reported failure or did it occur during preparation/priming? It occurred during priming.